Event description:
Info received on 8/1/96 indicates the pt reports that the pump stays flat after 2-3 squeezes. Add'l info received on 8/26/96 and 8/27/96 indicates the device was removed from the pt and replaced due to a hole in one cylinder-possible aneurysm.